Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 26mm commander delivery system balloon burst upon deployment of the 26mm sapien 3 ultra valve in the aortic position. The delivery system balloon had been prepared with an additional +1cc above nominal prior to inflation. The valve was successfully implanted and fully deployed, so they proceeded with delivery system withdrawal. During device withdrawal, the delivery system was unable to be retrieved back into the 14fr esheath+. The delivery system balloon was compromised after the balloon burst, and it couldn't be contained within the sheath. The delivery system was attempted to be re-captured in the sheath in the straightest segment of the anatomy with no success. The system and sheath were pulled back to the mid-femoral head when significant resistance was felt. The decision was made to not attempt to remove the sheath and delivery system, and vascular surgery was consulted. The patient was taken to the or for surgical cut down for the device to be removed. The patient was stable after successful surgical cutdown. The perceived root cause of the balloon burst was thought to be sinotubular junction calcium, and the withdrawal difficulty of the delivery system was due to the balloon being compromised after balloon rupture.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional code added to h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery of the patient's anatomy was provided, and the following was observed: calcification was present in the patient's landing zone. Calcification and tortuosity were present in the patient's access vasculature. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The delivery system balloon burst was confirmed empirically, based on the review of the provided imagery. Available information suggests patient (calcification) and/or procedural factors (overinflation) likely contributed to the event as it was reported that the balloon burst was thought to be due to sinotubular junction calcium, and the delivery system balloon had been prepared with an additional +1cc above nominal prior to inflation. In addition, calcification was observed in the patient landing zone in the imagery provided. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While the prescribed nominal inflation volume is provided in the IFU, over-inflation can expose the balloon to pressures high enough to cause it to burst. The reported inability to withdraw the delivery system into the sheath resulting in a modified surgical procedure was confirmed empirically based on the reported event. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the event as the withdrawal difficulty of the delivery system was due to the balloon being compromised after balloon rupture. As the balloon had burst, the altered balloon profile may have made it more susceptible to catching on the distal end of sheath tip, which could have led to the observed withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.